Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: view of the right knee demonstrates no loosening or fracture; possible subsidence of the tibia component, however, this cannot be confirmed without review of interval change. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial surgery. Subsequently, the patient was revised approximately 3 years later due to instability. The tibial component was revised. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42502607002 - femur cemented cruciate retaining (cr) standard right size 11 - 64637824. 42522000611 - articular surface fixed bearing cruciate retaining (cr) right 11 mm height - 63583893. 42540000038 - all poly patella cemented 38 mm diameter - 64621053. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.